Event description:
It was reported that customer experienced malfunction alarm malf 24 that could not be reset and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty status, shipping details, and sent replacement pump while instructing customer to place malfunctioning pump in storage mode, return it within 10 days using provided materials, and then program pump settings and reconnect continuous glucose monitor on replacement device.